Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient did not undergo further treatment. The patient reports he feels fine and if he feels the need he will seek further treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a decentered treatment following myopic lasik treatment. The patient is reported to have a superior iris nevi and the physician reports the tracker seemed to identify two different areas. The eye was stable during the ablation and treatment was completed the same days without delay. Additional information received confirming the left eye was involved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified after the treatment. Review of the logfile for the day of treatment) shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows 8 successfully performed treatments. The user performed energy checks before each patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. The treatments for the right eye and the left eye were performed without interruption and the eyetracker was activated during the two treatments. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. Cas (clinical application specialist) review shows massive pupil motion during photo ablation. Patient fixation was inaccurate and could be the reason for the compromising treatment result. Adequate fixation is to be observed and verified by the surgeon throughout the entire procedure. Root cause; logfile review shows no malfunction of the device, no technical root cause could be determined, as the system was operating within specification. Further review shows massive pupil motion during photo ablation. Patient fixation was inaccurate and could be the reason for the compromising treatment result. Adequate fixation is to be observed and verified by the surgeon throughout the entire procedure. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient condition continues to be fine. Further treatment is expected in a month and a half.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the postoperative outcome is fine. Further treatment is expected but timing is unknown.